Event description:
The event involved a plum a+ infusion pump where the customer reported that the device was involved in a security event involving a patient. The customer reported that the pump deprogrammed the programmed medication, and that the medication was not administered at the correct time. The customer reported that at 04:30 pm on (B)(6)2024, the nurse went to the patient's bed and noticed that the oxycodone infusion, which had been started at 01:40 p.m. On the same day and was supposed to last for 24 hours, had finished. The infusion rate was 48mg of oxycodone in 100cc for 24 hours, at 4.16 cc/hour (2mg/hour). The female patient presented dizziness without hemodynamic alteration.

Manufacturer narrative:
The customer does not report programming values, nor does it report dates and times when the event occurred. An analysis of the downloaded events cannot be performed because no information is provided on what occurred during the event. The customer request, the history is downloaded and made available for review, error block and programming and alarms of the pump. No information is provided on the programming values involved in the event, for this reason a protocol that replicates the programming infusion cannot be made, however, functional tests are performed to rule out any failure in the device. The device passed the functional tests.